Event description:
A low blood glucose event was reported, with the lowest level being 52 mg/dl. Cause was not known. The customer treated the low blood sugar with juice and carbohydrates. Cts recommended that the customer consult a healthcare provider to discuss factors that may be affecting blood glucose levels, and the customer acknowledged and understood the recommendation.